Event description:
Same case as 2134265-2014-07828 and 2134265-2014-07826. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), the motor drive unit was used in conjunction with an opticross¿ imaging catheter and a sled. Upon pullback, the device froze. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).